Event description:
According to a letter rec'd from an attorney, a pt sustained second degree burns when a cryosurgical instrument malfunctioned during a cryosurgical procedure. In correspondence from the attorney, it was stated that the doctor had some problems with the equipment, but decided to perform the procedure. Mid-way through the procedure, the pt suffered burns in the vaginal area.